Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with hypoglycemia to 55 mg/dl after announcing a meal as regular despite eating fewer carbohydrates, followed by exercise that exacerbated the low, and then rebound hyperglycemia to 401 mg/dl after overcorrection with carbohydrates and sugar. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no hospitalization and no immediate health effects. Investigation included troubleshooting and education on accurate meal announcements, appropriate correction strategies, and exercise considerations including possible device disconnection during workouts. Investigation of this case revealed use related factors including inaccurate meal entry, exercise without adjustment, and excessive carbohydrate treatment for hypoglycemia. It was concluded that the event was related to use error with overcorrection of hypoglycemia, and that the device's performance was not implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.